Event description:
From the call center: the device is buzzing over my stomach and then will do a muscle grip on the left side. Patient went in to see dr. (B)(6) this week and he switched poles to see if that would make a difference. Patient scheduled to come back in a month.

Manufacturer narrative:
Patient called in about feeling device buzzing and was advised to see her provider. Provider dr. (B)(6) switched the poles on the device to see if that would help. Patient has a follow-up appointment in one month to see if issue is resolved. Will provide follow up information as it is available.

Manufacturer narrative:
Patient experienced shocking/spasms; settings adjusted to reverse polarity; patient is now fine.